Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had an issue with the electrical safety test. There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing the device, the se reported that there was an issue with the electrical safety test, and that the measurement showed that the earth protection impedance was at the limit. The se noted that the customer replaced the power cable to resolve the issue. The device was operational and can be put back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.